Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with a documented blood glucose of 46 mg/dl that was corrected with oral glucose; a fasting restart was performed and the system was confirmed to be in automated mode, and the medical device problem and device component were not determined due to insufficient information. Symptoms included hypoglycemia, fatigue, and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.